Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2025 by a physician assistant concerning a 74-year-old female patient. Additional information was received from the same reporter on (B)(6) 2025. The medical history of the patient included hypertension, hypothyroidism, grover's disease, osteoporosis and allergy to penicillin, which resulted in facial swelling. Concomitant medications included prolia [denosumab] annually, levothyroxine [levothyroxine sodium) taken as 100mcg on mondays, wednesdays and fridays and 112mcg on tuesdays, thursdays, saturdays and sundays, and amlodipine [amlodipine] 2.5 mg twice daily. The patient had previously received treatment with botox on (B)(6) 2023, restylane lyft and rha on (B)(6) 2023 to cheeks and marionette lines, and rha on (B)(6) 2023 to perioral lines. On (B)(6) 2024, the patient received treatment with 2 vials of sculptra, 1 vial to each side of the face, temples and submalar area (unknown lot number, injection technique and needle type). Each vial of sculptra was reconstituted using 8 ml of sterile water for injection [water for injection] and 1 ml of 2 percent plain lidocaine [lidocaine]. The sculptra was injected to temples (off label use of device). On (B)(6) 2024, the patient received treatment with restylane defyne (unknown amount, lot number, injection technique and needle type) and botox [botulinum toxin type a] to marionette lines. On (B)(6) 2024, the patient received treatment with 2 vials of sculptra, 1 vial to each side of the face, temples and submalar area (unknown lot number, injection technique and needle type). Each vial of sculptra was reconstituted using 8 ml of sterile water for injection and 1 ml of 2 percent plain lidocaine. On (B)(6) 2024, the patient developed a bruise (implant site bruising) on the right temple and came into the hcp office to have it lasered. On (B)(6) 2024, the patient developed small, delayed nodule/bumps (implant site nodule) in the right temple and on infra-lateral cheeks from sculptra. These were treated with saline [sodium chloride] injections, resulting in improvement. On (B)(6) 2024, the nodule in the right temple recurred and was treated with an injection of 0.1 (unknown unit) of kenalog [triamcinolone acetonide] and 0.1 (unknown unit) of plain lidocaine. On (B)(6) 2024, the patient returned to the hcp with a recurrence of the nodule and received another saline injection. On (B)(6) 2024, the nodule in the right temple recurred again, and the hcp treated with kenalog injection and lidocaine. On (B)(6) 2024, the hcp reported that everything was good. On (B)(6) 2024, the patient experienced atrophy (implant site atrophy) at the right temple and reported it to the hcp. Treatment options were discussed, and a follow-up appointment was scheduled. On (B)(6) 2024, the patient returned to the hcp for toxin therapy, expressed satisfaction with the results of the sculptra treatment, and discussed options for addressing the atrophic area on the right temple. On (B)(6) 2025, during a phone consultation with the hcp regarding a follow-up scheduled for (B)(6) 2025, the patient reported the presence of bilateral submalar bumps. On (B)(6) 2025, the patient was evaluated in person by the hcp. She denied experiencing heat, redness, or tenderness upon palpation of the nodules, which were both visible and palpable in the submalar area bilaterally. The patient received 1 ml of saline injected into each cheek to break up the nodules and was started on a medrol dosepak [methylprednisolone], with a follow-up planned in one week. On (B)(6) 2025, a new hcp who had assumed care following the previous hcp's retirement reported treating the nodules three times with platelet-rich plasma (prp), without any reduction in size. The hcp inquired whether morpheus 8 might be beneficial for improving the affected areas. Outcome at the time of the report: nodule/bumps was not recovered/not resolved/ongoing. Bruise was unknown. Atrophy was unknown. Sculptra was injected to temples was recovered/resolved. Tracking list: v.0 initial report, v.1 fu received on (B)(6) 2025 by a physician assistant via a sales representative. Case was upgraded to serious. Event locations, outcome and reporter causality of implant site nodule and corrective treatment details were updated.